Event description:
Customer reports that her meter read 289mg/dl then flashed 130mg/dl and 221mg/dl with strip still inserted. Customer received undosed result while using the advantage system. Customer was using expired test strips. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.